Event description:
It was reported that a bilateral patient enrolled in the (B)(4) clinical study, underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient developed a posterior cystic mass. No further information has been provided.

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(4). It was reported that a patient underwent a left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing a solid mass was noted. The posterior mass measured 0.8 x 2.6 x 1.1cm. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. (B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-02244 & 04738 / 04740). Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(4). Abstract titled ¿prevalence and predictors of pseudotumor and elevated metal ion levels following large-diameter head metal-on-metal total hip arthroplasty¿.